Event description:
Consumer reports testing with bd logic and receiving a reading of 384, adjusted their insulin in dose according to the reading. Next morning family member found them unconscious and called the ambulance. They were tested at 24, given d50 to bring them around.